Manufacturer narrative:
H10: as this malfunction is considered one event; only one MDR report will be submitted for the reported quantity affected of 6 for this event. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: six cartons (thirty mission kits) containing sealed lot samples of mission disposable core biopsy instruments were received. Each carton contains five devices inside it. On visual evaluation, it was noted that the carton end label does not match with the information in the tw. And it was further noted that the label information of the device inside the carton was found to be matching with the tw information. Therefore , the investigation for the reported device markings/labelling problem is confirmed as there was a mismatch between the label information of the outside carton and the device present inside the carton. Three electronic photos were provided for review . First photo shows the kit label information which shows 1610msk (material no) and 0001433779 (lot no) . Second photo shows the label present on the top side of the carton which states 1610msk (material no) and 0001433779 (lot no). Third photo shows the label present at rear end of the carton, which shows the label information (i.e 2010 ms and 0001431580). Therefore, based on the photo review, the reported failure device markings/labelling can be confirmed. Therefore, the investigation for the reported device markings/ labelling problem can be confirmed as there was mismatch between the information present on the label at the rear end of the carton and the label at the top side of carton , and in the outer packaging of the device present inside. A definitive root cause for the alleged device markings/labelling problem could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The manufacturing location was selected as unknown due to system limitations. The manufacturing location for the mission product is bd-santo domingo. H10: d4(expiry date: 08/2024). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a procedure, the device package was allegedly mislabeled. There was no patient contact.

Manufacturer narrative:
As this malfunction is considered one event; only one MDR report will be submitted for the reported quantity affected of 30 for this event. The manufacturing location was selected as unknown due to system limitations. The manufacturing location for the mission product is bd-santo domingo. As the lot number for the device was provided, a review of the device history records will be performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 08/2024).

Event description:
It was reported that prior to a biopsy procedure, the front end label of the package allegedly mismatches with box label. There was no patient contact.